Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the housing had normal wear and tear, the connector socket was not worn out, the software was up to date and a non-olympus lamp was installed and was reading at under 100 hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) displayed on the evis exera iii xenon light source. The issue occurred with multiple scopes, and it did not occur in other rooms. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be reproduced/duplicated. However, it¿s likely the cause is related to the light source or contact failure between the scopes. The cause may also be attributed to improper wiring. Olympus will continue to monitor field performance for this device.